Event description:
Caller reported a malfunction on pump. There was no adverse impact to the customer's blood glucose level. Customer had experienced at least three occurrences of this malfunction and was advised by technical support to put pump into storage mode before returning it to tandem. Technical support confirmed shipping address and sent a replacement pump with updated software, while instructing the customer to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. Customer understood and acknowledged all instructions, including returning the problematic pump via ups with the provided return box and pre-paid label within 10 days.